Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 33 mg/dl at the time of the incident. Customer stated that blood glucose went to 300 mg/dl. The customer was declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.